Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed with the customer that there were no issues with the device as the station was running normally. No further investigation was required. The system functioned as intended after a technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the bd carefusion blue screen. The customer rebooted the station, but it remained stuck on the same screen. There were no adverse events or injuries reported based on this event.